Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500183 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after firing two staples the stapler stopped working. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One samples part number 528235 arrived without the original packaging and with disinfected tags lot number 73j1500183. The stapler did show one staple stuck on the tip of the cover block tip and the trigger was preactivated. The stapler was functionally tested. The stapler had one staple stuck on the cover block tip and the trigger was preactivated. The staples were removed and the trigger reset. The remaining 34 staples were fired in order to duplicated the failure mode but was not successful. The stapler had one staple stuck in the cover block tip and the trigger was preactivated confirming the defect reported. The staple was removed and the remaining 34 staples were fired without any issues. However is unknown how this condition was created since the remaining staples were fired and did not show the failure mode reported. Therefore no actions will be taken at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: after firing two staples the stapler stopped working. The patient's condition was reported as fine.